Manufacturer narrative:
Suspect lot review: a review of the mfg. Lot database for lot# 3178796 (mfg. Date 01/2016) shows (B)(4) units were mfgd., tested, inspected, and released, citing no exception documents. A review of the mfg. Lot database for lot# 3253729 (mfg. Date 06/2016) shows (B)(4) units were mfgd., tested, inspected, and released, citing no exception documents. A review of the mfg. Lot database for lot# 3253645 (mfg. Date 05/2016) shows (B)(4) units were mfgd., tested, inspected, and released, citing no exception documents.

Event description:
Complaint rec'd regarding one (1) 034-h2629, appx 1.0 ml, adaptador universal para sistemas IV con spiros; lot# unknown. The report states, loss of carboplatin through spiros adaptor, scratched. No adverse clinician/patient consequences reported.